Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. Low impedance was observed. The lead was explanted. There were no complications during the procedure.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 7.7-8.3cm from the rv shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 3.9-4.6cm and 10.7-11.3cm from the rv shock coil. The etfe coating was intact at these locations.